Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The testing will be performed at the next scheduled follow-up. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported.